Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the orange (+5v) wire was open inside the trunk cable. The cause of the service code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wire. The root cuase of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.